Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 5 of 9 while the hp was connected. The hp had an open clamp on an unused supply line. The technical service representative (tsr) assisted the hp with clearing the alarms by cycling the power. The tsr advised the hp to use manual supplies to finish the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. This review finds the labeling accessible, accurate, and adequate for the related use error in the complaint. A review of the label for the product family will be conducted. If any relevant information is obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.